Event description:
It was reported to baxter's service center that a system error 2240 (air in tubing) occurred on the homechoice (hc) during dwell 5 of 5. The supply bags were empty. The home patient (hp) checked all of the lines and bags and found no obvious signs of a leak. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The patient line had not disconnected from the transfer set. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The baxter technical services representative (tsr) explained the alarm and the possible causes. The hp closed all of the clamps and cycled the power to clear the alarms. The tsr advised the hp to contact their registered nurse for any clinical advice. The patient would complete therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm could not be confirmed as no sample was returned for evaluation. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.